Event description:
Reportedly, the instrument jammed shut on lung. Surgeon had to cut the lung around the instrument to remove it. Utilization of another instrument. Procedure: pulmonary resection sup right.